Manufacturer narrative:
Device passed the displacement test and the rewind test. Device alarmed a33 during the prime or a33 test at 4.0 lbs due to faulty force sensor resistor. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to a33 alarm. Device had scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was normal, did not require medical treatment. The insulin pump will be returned for analysis.